Event description:
Report received from abbott int'l affiliate of tubing separations. Approx four undocumented incidents of complete tubing separation at the junction between the tubing and the y-port arm located immediately below the roller clamp. The types of medications infusing were unknown. In some cases, the separation resulted in bleedback and/or IV solution and medication dripping onto the floor. Therapies were resumed using replacement devices. There were no reports of any adverse pt events. Though requested, no add'l info was provided.